Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The image was found to be interrupted. It was stated to be likely due to flooding in the image pick up unit. Additionally, there was flooding of the cable and image sensor as well as damage/twisting of cable. The water immersion caused a circuit short/corrosion. The device history record was unable to be reviewed as the device was manufactured more than 15 years ago. Although the investigation determined that the most likely cause of the failure was flooding, its unknown what caused this to occur. The root cause could not be determined. If additional information becomes available this report will be supplemented accordingly. Olympus will continue to monitor the field performance of this device.

Event description:
A distributer reported to olympus that the hd autoclavable camera head had a choppy image. There was no harm to the patient or health care professional.

Event description:
It was reported the issue was found during a diagnostic ess procedure and was completed with a backup device. There was no report of patient injury.